Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that overheating occurred with the tandem-provided charging cable. Reportedly, the pump was charging during the event. The customer's blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.